Manufacturer narrative:
Lifescan (lfs) does not expect the return of the subject device(s).

Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) from the united states alleging that their onetouch verio iq meter was having an unspecified issue. The patient did not allege any harm or injury because of the reported issue. During troubleshooting the patient was unable to go into detail but stated that "the meter was not working right."the alleged issue was not resolved with troubleshooting. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter was having an unspecified issue. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.